Event description:
Procedure type: lap chole. According to the reporter: after firing on the cystic artery, the jaws could not be opened. In order to remove the device, surgeon squeezed the handle again. A snap sound was heard and the handle would not work. The shaft was cut off and then tried to open the jaws again. The jaws would not open. The l clip was applied proximally and the tissue was excised additionally. The device was removed from cavity with tissue. There was oozing and tissue damage. Operating room time was extended more than 30 minutes. The device was re-sterilized.

Manufacturer narrative:
(B)(4).